Event description:
The manufacturer received information from a customer that the system setup test had failed on a trilogy ev300 device. The customer placed a service call to the local philips helpdesk. There was no serious patient harm or injury that occurred or was reported. A philips service engineer alleged the three-way (3-way) solenoid valve on the active exhalation control module (aecm) had caused the issue to occur on the device. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer received information from a customer that the system setup test had failed on a trilogy ev300 device. The customer placed a service call to the local philips helpdesk. There was no serious patient harm or injury that occurred or was reported. A philips service engineer alleged the three-way (3-way) solenoid valve on the active exhalation control module (aecm) had caused the issue to occur on the device. The philips service engineer confirmed the device failure requiring replacement of the 3-way solenoid valve to resolve. A final report is being submitted. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.